Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent and naviflex rx delivery system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a jagwire guidewire (bsc) was advanced high into the ancillary bile duct branches of the left lobe of the liver. The stent and delivery system were advanced over the guidewire and the stent was attempted to be deployed. However, the guide catheter would not retract and the pull wire tore through the push catheter, outside the patient; the push catheter ripped near the handle and the pull wire was exposed. The stent constrained to the delivery system and failed to deploy, therefore the delivery system, stent, and guidewire were removed from the patient. It was confirmed that no portion of the delivery system or stent detached inside the patient. It was also reported that the patient's anatomy was tortuous and multiple stones were present. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of push catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the delivery system revealed the push catheter to be torn, exposing the pull wire. The push catheter and pull wire were noted to be kinked. No damage was noted to the guide catheter. The delivery system was returned loaded with a guidewire. The guidewire was removed without any issue; no damage was noted to the guidewire. Based on the condition of the returned device, it is likely that anatomical or procedural factors encountered during the procedure (such as tortuous anatomy, maneuvering of the device, or excessive force) caused difficulty during deployment of the stent, and lead to the noted damages. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent and naviflex rx delivery system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, a jagwire guidewire (bsc) was advanced high into the ancillary bile duct branches of the left lobe of the liver. The stent and delivery system were advanced over the guidewire and the stent was attempted to be deployed. However, the guide catheter would not retract and the pull wire tore through the push catheter, outside the patient; the push catheter ripped near the handle and the pull wire was exposed. The stent constrained to the delivery system and failed to deploy, therefore the delivery system, stent, and guidewire were removed from the patient. It was confirmed that no portion of the delivery system or stent detached inside the patient. It was also reported that the patient's anatomy was tortuous and multiple stones were present. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.